Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Product ID: 6936-65 lead, implanted: (B)(6) 1995, product ID: d274trk ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered for oversensing on the right ventricular (rv) lead. It was noted there was noise on the remote transmission. The lead was capped and replaced. It was also reported that the lead was returned to the manufacturer after being explanted with no allegation. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.